Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital on (B)(6) 2020 with shortness of breath. Further investigation revealed patient had pericardial tamponade caused by their right ventricular lead. Patient also experienced an unrelated atrial fibrillation event that was treated with external defibrillation. An extraction procedure was done to treat the tamponade. Lead repositioning was attempted but excessive force caused lead insulation deformation. The lead was explanted and replaced instead. Patient was discharged after the procedures.